Manufacturer narrative:
During a follow up on 11/04/2014, contact reported cold insulin was added to the cartridge which already contained room temperature insulin. Per tandem's user guide: "insulin should be at room temperature before filling cartridge." No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
Received info regarding air bubbles between the cartridge and end of tubing. Reportedly, customer used extra insulin to remove the bubbles. Customer's blood glucose level was elevated.